Manufacturer narrative:
Per the perfusionist, there was a 15 minute delay while switching over to a different heart-lung machine (hlm).

Event description:
Additional information was received that the surgical procedure was completed successfully.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the ultrasonic air sensor (uas) latch broke. There was a delay. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed via a replacement part sent to the user facility. The end user decided to not return the device to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.